Manufacturer narrative:
The customer indicated that the devices were discarded. The lot numbers of the devices that were in use were 141745h, 091595h, and 091855h. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received from an international affiliate (abbott (B)(6)) of an unspecified number of undocumented incidents of chemotherapy leaking. The report indicated that the problem was noted where the IV plumsets were connected to the patients IV catheters. Reportedly, the option locks were screwed on as usual, but the leak would still occur. The patients and health care workers reportedly did not experience any consequences related to the leaks. The customer contact indicated that the problem might be related to the IV catheters and not to the tubings, as the leaking coincided with the arrival of new lot numbers of the IV catheters. Though requested, no additional information was provided.